Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Product stuck inside - vagina [foreign body in reproductive tract]. Tampons came apart upon removal, leaving product stuck inside [complication of device removal]. Tampons came apart upon removal [device breakage]. Consumer contacted via social media and stated that she had two tampons come apart upon removal. No serious injury was reported.